Manufacturer narrative:
(H3) the revision reported may have been the result of prosthesis wear or due to inclusion of the polyethylene component in the packaging recall. Based on the images provided, there appears to minor damage on the articular surfaces of the tibial insert and patella component which does not appear inconsistent with implanted devices. However, this cannot be confirmed because the components were not returned for evaluation.

Manufacturer narrative:
(H3) pending evaluation. (D10) concomitant device(s): (B)(6), 02-010-04-0330 - logic cr femoral por, right, sz 3. (B)(6), 02-012-45-3020 - lgc tibial fit tray cem sz 3f / 2t. (B)(6), 201-78-15 - holding pin mini sharp point 4 pk. (B)(6), 201-78-81 - 3 trocar, mod. Hex 2pk. (B)(6), 521-78-23 - threaded pin size 2.3 collared. (B)(6), 521-78-23 - threaded pin size 2.3 collared. (B)(6), 521-78-32 - threaded pin size 3.0 collarless.

Event description:
It was reported that this 67/ y/o female patient's right knee was revised 2 years 2 months post op. Everything was revised due to wear on patella and tibial insert. Everything was removed and replaced with the competitors device. Patient was last known to be in stable condition following the event. Product not returning: discarded at the hospital.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported may have been the result of prosthesis wear or due to inclusion of the polyethylene component in the packaging recall. Based on the images provided, there appears to minor damage on the articular surfaces of the tibial insert and patella component which does not appear inconsistent with implanted devices. However, this cannot be confirmed because the components were not returned for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.